Event description:
It was reported that during routine follow-up, it was observed that this cardiac resynchronization therapy pacemaker (crt-p) recorded one short isolated episode of right ventricular (rv) oversensing. Brady pacing not delivered when required was also noted. The patient is pacemaker dependent, so troubleshooting was performed in-clinic. After several isometric maneuvers, some noise was able to be reproduced when touching the device pocket and the rv pacing threshold appeared unstable. The crt-p was then reprogrammed and the patient was hospitalized to evaluate the potential for rv lead revision. The physician evaluated the case and decided to not perform an rv lead revision at the time. The patient changed pharmacologic therapy and is now in normal sinus rhythm, therefore, no longer pacemaker dependent. The device was reprogrammed and the patient will continue to be monitored for a few days. The rv lead is a competitor product. Additional information was provided. The physician decided to perform the system revision, during which both the rv lead and the crt-p device were explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.